Manufacturer narrative:
D.10. Concomitant products: sigphandle sig power sigphandle handle - (sn# (B)(6)); sigadaptxl sig power sigadaptxl linear xl adapter - (sn# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the third firing, the knife blade did not retract after firing was fully finished. After resetting the handle and pinching the two side buttons, the powered handle rebooted, and the knife blade was retracted and went back to the neutral position. After the surgery, a new shell and multiple reloads were tested, and it fired and articulated with no issues. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the third firing, the knife blade did not retract after firing was fully finished. After resetting the handle and pinching the two side buttons, the powered handle rebooted, and the knife blade was retracted and went back to the neutral position. After the surgery, a new shell and multiple reloads were tested, and it fired and articulated with no issues. The adapter was tested and deemed functional. There was no patient injury.